Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in bed and the insulin pump started letting out a constant tone. Customer stated that an alarm did not occur prior to the constant tone. Troubleshooting was performed but the constant tone did not disappear. Customer had to rewind the pump and it was successful. Customer was assisted with reprogramming the pump. Customer was advised to perform a pump rest by removing the battery for 2 hours. Customer performed a self test and the test passed. Customer was advised to monitor the pump. Customer stated that the screen goes blank and the tone comes back. Customer will be sent a replacement battery cap. Customer stated that none of the buttons were working when it had the constant tone. Customer was able to reset the time. Customer removed the battery and received an unexpected restart alarm when he placed the battery back into the pump.